Event description:
It was reported that, "screw pulled out."

Manufacturer narrative:
Device remains implanted. No evaluation will be performed. Additional information has been requested. If the device or additional information becomes available, it will be submitted on a supplemental report.